Event description:
It was reported the physician performed a pancreatic stent removal. Upon removal, the stent severed and a portion remained inside the pt. Removal of the severed portion was attempted using another MFR's snare; however, the snare malfunctioned, rendering the device inoperable. As reported the stent was restricted in a tight stricture, hindering removal of the severed portion. Add'l attempts were made to retrieve the severed portion utilizing a balloon, basket, wire guide, and biliary dilation catheter; however, all attempts were unsuccessful. A portion of the stent still remains in the pt. The physician stated there are no plans to retrieve the remaining portion, as the pt is in stable condition and draining successfully. No further complications have occurred.